Manufacturer narrative:
Physio-control recommended that the device be repaired; however, due to the costs associated with the repair the customer declined service and requested that the unit be returned to them unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while testing their device the display turned white, followed by the word service splashed on the display and all the keypad led's were flashing on and off. During this time the device was in a lock up condition and would not be available for defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio was able to get the device to lockup intermittently while performing certain functions, including charging the device in order to defibrillate. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.